Event description:
It was reported when using the unspecified bd blood collection vacutainer tube, the device experienced blood pooling in the stopper well. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: in response to the follow-up of complaint 5745798, the customer sent us a photo and the following report: "another evidence is the tube cap that is contaminated with a greater amount of blood." Customer confirmed that this event is not related to other complaints already reported and informed that it does not have catalog and batch information.

Manufacturer narrative:
(B)(4). Date of event: unknown. The date received by manufacturer has been used for this. Medical device expiration date: unknown. Medical device lot#: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
This supplemental was created to cancel the MDR with MFR report # 2243072-2022-01425. After further evaluation of the complaint, it has been determined that the MFR report # 2243072-2022-01425 is being cancelled due to confirmation that the product was not a bd product.

Event description:
It was reported when using the unspecified bd blood collection vacutainer tube, the device experienced blood pooling in the stopper well. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: in response to the follow-up of complaint (B)(4), the customer sent us a photo and the following report: "another evidence is the tube cap that is contaminated with a greater amount of blood." Customer confirmed that this event is not related to other complaints already reported and informed that it does not have catalog and batch information. Additional information received from the customer stating the user does not use bd tubes.